Event description:
Balloon leaks frequently, mostly after 14 days. Pt getting normal enteral feedings in between some liquids.

Manufacturer narrative:
200 & 68 probable cause of tear due to overinflation or harsh environment of the stomach.

Event description:
Balloon leaks frequently, mostly after 14 days. Pt getting normal enteral feedings in between some liquids.